Manufacturer narrative:
Philips service replaced the x-ray tube and anode drive unit, calibrated the system, and restored the device to full functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that low load fluoro errors and poor image quality occurred during use on a azurion 7 m12. The clinical use of the system was in use. There was no reported patient or user harm.